Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother reported via phone call that the customer received a no delivery alarm during a bolus. The customer's blood glucose was 455 mg/dl. Customer was treated with a bolus after the infusion set was changed. Troubleshooting found insulin was able to exit during a fixed prime, but the insulin pump alarmed no delivery. It was also found insulin was able to exit with a manual prime. The customer was advised their insulin pump was working as designed. Customer was also advised their reservoir/infusion set may be occluded. The mother also reported the battery did not last for more than one week on the insulin pump. The mother declined to return the insulin pump for analysis.